Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was producing shock. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A fit on sensor pod test was performed and passed. The log was downloaded, however the data was not applicable to the alleged issue. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.